Manufacturer narrative:
Attempts to obtain additional clarifying information were unsuccessful. Specific product codes, serial numbers, dates of implant/events, as well as what constituted a "complication" and specific patient impact, were not provided. Therefore, there is insufficient information to determine a root cause or correlation between the on-x valve and the event. If additional information becomes available, it will be evaluated and the complaint will be reopened. The only complaint information provided indicates that "a recent on-x aortic valve implant went poorly." The available information is insufficient to determine exactly what occurred with the patient. Consequently, there is not enough information to what, if any, relationship the event had to the on-x valve. Nevertheless, the instructions for use (IFU) lists known potential complications occurring with the use of valve - angina , cardiac arrhythmia , endocarditis , heart failure, hemolysis, hemolytic anemia , hemorrhage, myocardial infarction , prosthesis leaflet entrapment (impingement), prosthesis nonstructural dysfunction, prosthesis pannus, prosthesis perivalvular leak , prosthesis regurgitation, prosthesis structural dysfunction , prosthesis thrombosis , stroke, and thromboembolism . It is possible that these complications could lead to: reoperation, explantation, permanent disability, and death. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to reports from the surgeon, a recent on-x aortic valve implant went poorly.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to reports from the surgeon, a recent on-x aortic valve implant went poorly.